Manufacturer narrative:
(B)(4). Concomitant medical product: persona natural tibial cemented stemmed catalog # 42532007102 lot # 62819544; persona femur cemented cruciate retaining (cr) catalog # 42502606002 lot # 62781822; palacos bone cement catalog # 00111214001 lot # 78254382; all-poly patella catalog # 42540200032 lot # 62911044; articular surface fixed bearing ultra-congruent (uc) catalog # 42522200510 lot # 62910532. This bone cement is manufactured at heraeus medical and distributed through zimmer orthopedic surgical products. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0002648920-2018-00379, 0001822565-2018-02504, 0001822565-2018-02505. Remains implanted.

Event description:
It was reported that the patient underwent a right total knee arthroplasty. Subsequently, the patient is experiencing swelling, pain, loosening and warm to the touch.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated:

Event description:
It was reported that the patient underwent a right total knee arthroplasty. Subsequently, the patient is experiencing swelling, pain, loosening, and warm to the touch. Initial operative notes were received and no complications were reported. Attempts have been made and additional information on the reported event is unavailable.